Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheter body was cracked at the bifurcate. The catheter had to be replaced. The patient is in good condition.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure were found. There are no non-conformances related to the reported issue for the involved lot. There were no changes identified that may impact the product/process related to the reported condition during a period of six months prior to the manufacturing date (4/08/11). The product sample was not returned for evaluation. However a video was provided by the customer. During the video evaluation it was observed that a palindrome catheter was inserted in a patient, also it showed a clinician cleaning the catheter and a leak of blood was displayed after a slight manipulation of the device. The blood came out from below the hub at the bifurcate. Based on the catheter appearance on the video provided, the device showed signs of aging (yellowish/brownish coloration), therefore, it could be concluded that it functioned as intended for an undetermined amount of time. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, and cuts which could impair its performance. While the labeling provides an appropriate warning, labeling cannot prevent a clinicians failure to heed the warning and nor can labeling control use of appropriate measures to use a device according to the manufacturer¿s instructions for use. Additionally, manufacturing performs 100% leak testing during production, which would identify this issue in the catheter assembly. With the available information, the most probable root cause could be considered that the leak could have been caused due to excessive force or due to an inappropriate use of cleaning agents. A corrective and preventive action (CAPA) was opened to address this failure mode, therefore it is being referenced in this complaint. The lot involved with this complaint was manufactured on 4/08/2011, before the implementation date of actions related to this CAPA. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.